Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es stations with locations cdup3w, p4w were patient not showing and unable to dispense medicines. Patient got discharged accidentally and nurse admitted the patient back as temporary patient, but none of the orders are showing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Upon investigation of the actual device used in this incident, it was determined that stations are patient not showing and unable to dispense medicines. The field service technician assessed the customer to resend the patient details and issue resolved. The system functioned as intended after being assessed by the technical support specialist.